Manufacturer narrative:
Despite multiple attempts, requests made to the user facility to return the product for evaluation have been denied. The involved guidewire therefore, will not be returned to conmed for evaluation. Without the involved device, an evaluation could not be performed to determine the root cause and/or confirm if the allegation that the spring tip breakage had occurred. The alleged problem therefore could not be verified. A review of the lot history record could not be performed, as the lot number was not provided by the user facility. A 2-year review of the device complaint history showed fourteen (14) similar complaints received for detachment or breakage of the spring tip. During this same 2-year time frame, over 16,272 units were sold worldwide, making the occurrence rate for this failure mode 0.086 percent. It should also be noted, of the fourteen (14) similar complaints, there has only been one (1) adverse event related to the detached spring tip where a colonoscopy had to be performed to retrieve the tip of the device. In this instance, the exact cause of the spring tip breakage was unable to be determined. However, evaluation of similar complaints revealed that the bent/damaged spring tip can occur if excessive force was used during the procedure and/or during cleaning of the guidewire and the spring tip between each use. Additionally, this is a reusable device and the number of surgical uses and the cleaning/sterilization cycles was not provided by the end-user. The investigation result did not lead to the conclusion that anything associated with the manufacturing process caused or contributed to this reported incident. The marked spring tip guidewire is a solid metal mandrel with a flexible variable thread spring attached to it. The marked spring tip guidewire is to be used with american dilators and is compatible with key med, savary, eder puestow, and celestin esophageal dilatation systems. To reduce the risk of the spring tip breakage and the patient injury, the IFU provides the following precautions and warnings: precautions: radiological monitoring of the guidewire in the gastric cavity is recommended when introducing and removing dilators. Warnings: the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. Since the marked guidewire is a reusable device that is subjected to varied use and cleaning environments, the life span of the product cannot be guaranteed. In particular, less than 1% of the spring tips have been reported to have become dislodged during reuse or cleaning. Dislodgement of the spring tip during use may require endoscopic removal of the spring tip. Failure to remove the tip may lead to the perforation of the esophagus, stomach or bowel and the consequences customarily associated therewith, including death. Carefully inspect the guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked. Instruction for cleaning: the guidewire should be cleansed by a thorough mechanical scrubbing using soap and water. Avoid using excessive force on the wire and spring tip while cleaning. Do not bend or twist the spring tip as it may cause the soldered joints to deteriorate. Instructions for disinfection also can be found on the device IFU.

Event description:
The customer reported that during use of a marked spring tip guidewire in an egd (esophagogastroduodenoscopy) with dilation procedure on (B)(6) 2014, the tip of the device broke off in the patient's stomach. As reported, the tip of the guidewire was retrieved without incident. The procedure was completed with no further complications, surgical delay or patient injury. Follow-up information received from the user facility indicated that the patient's demographics, (i.e. Age, weight and gender) were not available. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.